Manufacturer narrative:
(B)(4). Concomitant medical products: item#:141235; biomet cc cruciate tray 79mm mm; lot#:unknown, item#:183666; vngd ps tib brg 16x79/83mm mm; lot#:unknown, item#:184793;  series a asymmetric pat 34x8.5; lot#:unknown, item#:unknown; unknown femoral component; lot#:unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was placed on a 10 day hold and released to the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01237, 0001825034-2020-01238, 0001825034-2020-01239. 0001825034-2020-01241. Mw5092836

Event description:
It was reported the patient was revised two years post-op due to pain, instability, loosening and implant wear. Office notes indicated the loosening may have been caused by a metal allergy. Additionally, the patient is ambulatory with a cane.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.